Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a fiber body break between the connector and fiber tip; therefore, the reported event is confirmed. The fiber was received in two pieces. The fiber tip was clipped, and the fiber connector exhibited black spots on the surface. The following message was displayed: treatment used: 0 treatment left: 1. Based on analysis results, it is likely that procedural handling of the fiber during set up and use contributed to the fiber break. The IFU states: ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled.

Event description:
It was reported that during a procedure, the fiber broke. A new fiber was used. There were no patient complications.

Event description:
It was reported that during a procedure, the fiber broke. A new fiber was used. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a fiber body break between the connector and fiber tip; therefore, the reported event is confirmed. The fiber was received in two pieces. The fiber tip was clipped, and the fiber connector exhibited black spots on the surface. The following message was displayed: treatment used: 0 treatment left: 1. Based on analysis results, it is likely that procedural handling of the fiber during set up and use contributed to the fiber break. The IFU states: ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled.

Event description:
It was reported that during a procedure, the fiber broke. A new fiber was used. There were no patient complications.